Event description:
According to the reporter: the valve adapter clear plastic cracked or broke off. Saline from syringe sprayed on surgeons. Valve is "ne" design, has major issues. Current pt status: ok. There was no unanticipated tissue loss. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).